Manufacturer narrative:
The set has not yet been returned for evaluation. A follow-up MDR will be submitted when the plant completes their evaluation.

Event description:
A peritoneal dialysis (pd) patient's nurse reported that the patient's cycler alarmed for a fill complication. She was advised to discontinue treatment and reset with new supplies. When she removed the cassette she found that it was leaking. The set was retained and is being made available for evaluation. During follow up, the patient's pd nurse reported that the patient's effluent remained clear. She was prescribed one dose of prophylactic antibiotic vancomycin. No adverse event reported at this time.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation, however, a companion sample from the same lot was returned from stock for investigation and no defects were noted during visual evaluation and simulated use testing. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.